Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer suspects that a falsely reactive alinity I hbsag confirmatory result was generated for a patient sample. The following data was provided. Sid: (B)(6). Initial result 0.69 iu/ml (reactive). Repeat result 0.73 iu/ml (reactive). Alinity I hbsag confirmatory result 102.2% (confirmed positive). The patient is a 75-year-old male dialysis patient. All other hepatitis b markers were nonreactive. Anti-hbc 0.60 s/co. Anti-hbe -0.1 %inh. Hbeag 0.361 s/co. Anti-hbs 0.29 miu/ml. Previous results for the patient from (B)(6) 2022 were provided. Hbsag: reactive. Anti-hbs: nonreactive. Anti-hbc: nonreactive. Hbeag: nonreactive. Anti-hbe: nonreactive. No impact to patient management was reported.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Clinical specificity testing using an in-house retained kit of the complaint lot was completed. Testing met acceptance criteria indicating the lot is performing as expected. Based on the investigation, no deficiency for lot number 44194fn00 was identified.